Manufacturer narrative:
Qc was acceptable on the day of the event. The field service engineer found that the degasser pump was not functioning properly or generating any alarms. The degasser system was repaired, the sample probe was cleaned, degasser tubing was rerouted, and mechanical, operational, and precision checks were performed successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2, crej2 creatinine jaffé gen.2, and gluc3 glucose hk gen.3 results for 1 patient sample on a cobas pro c 503 analytical unit. On (B)(6) 2022, the initial calcium result was 6.88 mg/dl, the creatinine result was 1.09 mg/dl, and the glucose result was 70.0 mg/dl. The results were reported outside of the laboratory. The doctor questioned the results and a new sample was collected that gave normal results. On (B)(6) 2022, the original sample was repeated by the customer. The repeat calcium result was 9.04 mg/dl, the creatinine result was 1.47 mg/dl, and the glucose result was 92.4 mg/dl. The second sample collected was also repeated and the results matched the first sample's repeat results. The second sample's initial results were deemed correct. The calcium reagent lot is 645917. The creatinine reagent lot is 657564. The glucose reagent lot is 629487. The expiration dates were requested but not provided.

Manufacturer narrative:
Creatinine calibration was last performed on (B)(6) 2022. Glucose calibration was last performed on (B)(6) 2022. The customer stated verbally that qc recovery was acceptable. The alarm trace showed a sample foam detection error. This is an indicator of possible poor sample quality. The service maintenance actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit.